Manufacturer narrative:
It was reported as unknown abutment screw. New information about part name and lot number was provided. Change "labeled for single use" to "yes."

Event description:
It was reported that abutment screw fractured. Implant was removed.

Manufacturer narrative:
The returned product was visually inspected with the naked eye and 10x magnification. Evidence of the fractured screw was observed. The complaint is confirmed. The device history record review for the screw was performed and did not identify any manufacturing deviations which would result in or contribute to this complaint. A definitive root cause has not been determined.